Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, ischemia developed in the patient¿s leg. Pulsatility was difficult to verify on both sides due to severe peripheral arterial occlusive disease (pavk). The patient's condition worsened, and it was noted that the patient expired from multiple organ failure. The relationship between the impella and the patient's outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device was returned for evaluation and no abnormalities were found. There was no sufficient clinical information provided. Therefore, the root cause of the limb ischemia could not be determined. Added d9 device return date.